Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025 . According to the patient, on (B)(6) 2025 , before going to bed, the patient checked her reading and it was 150 mg/dl on the dexcom, while sleeping (pt was wearing the cgm), she did not notice she was low and experienced a hypoglycemic reaction. The patient was unable to recall what exactly happened and can't really recall if the sensor was bumped or shrugged off since it was removed from her skin. Her husband noticed her lying on the floor and took a blood glucose (bg) reading which was 20 mg/dl. Her husband treated her with gvoke hypo pen (glucagon injection) two times and since the patient was still unresponsive, her husband called 911. When paramedics arrived, the patient was feeling a bit better. The paramedics took a bg and confirmed that it was slowly rising and was at 43 mg/dl. She was advised to go to the emergency room but she declined since she was already feeling better. At the time of the report, the patient was feeling good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.